Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the procedure was to treat a coronary lesion located in the posterior descending artery that was mildly calcified and mildly tortuous. When the mini trek 2.0 x 8.0 mm balloon dilatation catheter (bdc) was pressurized for the first time at 5 atmospheres, the balloon inflated, but it kept losing pressure. The device was prepped according to the instructions for use. The device was removed and replaced with another same size mini trek bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.